Manufacturer narrative:
One medfusion 4000 pump was returned to investigate the reported issue. The device was received with the plunger case seal missing and both tamper seals removed. A manufacturing device history review, DHR, was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The error history log showed a force sensor test. To further investigate the reported issue, a power up process was performed and all pump sensors were checked and tested. There was a force sensor test at power up. It was confirmed that the customer installed a new main board without calibrating or uploading the software from base to the head of the pump. Root cause was traced to user error by the customer. To correct the reported problem, the software was uploaded from base to the head of the pump and all the pump's sensors were calibrated. Power up process was performed and all functional tests were passed.

Event description:
Information was received regarding a medfusion 4000 pump. It was reported that the device would not read the syringe volume. It is unknown if there was a patient involved in the reported event.

Event description:
Additional information: no patient involvement.

Manufacturer narrative:
Other, other text: additional information: no patient involvement. Information added to section b5.